Event description:
Customer called stating blood glucoses rose overnight after having low blood glucoses earlier. Did continue troubleshooting after ruling out a site problem and bolused with no insulin exiting. Primed manually with exiting, then primed with device and only drops exited. Spring clip was in place and threads do not look worn or corroded.